Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that equipment was not getting ready at first power on, there was an issue with ip pc. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspect the system onsite confirmed that equipment was not getting ready at first power on. Upon functional testing, the fse found that the ip pc was defective. To resolve the reported issue the fse replaced the ip pc and the hard disk. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.